Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble with infusion sets coming out. Blood glucose level near the time of the call was 37 mg/dl, which was treated with food. Blood glucose level at the time of the call was 101 mg/dl. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.